Manufacturer narrative:
Investigation pending.

Event description:
Caller reported a false positive troponin (tni) result using the triage cardiac profiler kit. Caller also reported obtaining errors with ckmb. Other analytes with the exception of tni reported negative results. Re-tested two times and all analytes were negative. Tested on the analyzer and got the same negative results. Positive tni result was inconsistent with pt condition; no report of mi.